Event description:
The reporter, representative of fire team, stated that during a non-breather event and it was observed that the lower tracheal cuff could not be inflated. It was stated that the pilot line appeared to be kinked. The reporter confirmed the patient was resuscitated and different tube was used.

Manufacturer narrative:
The sample is expected to be returned.